Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. The physician could not push the knot forward to the artery; hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. During device evaluation, a posterior foot break was found. There were no reported adverse pt sequelae. No add'l info available.

Manufacturer narrative:
Evaluation summary- evaluation of the returned device found a posterior foot break. A sheath kink at the swage ring was also found which is considered to be from shipping damage and is not a device failure. No malfunction was detected, and we were not able to determine the root cause for the foot break based on the investigation findings. Review of the device history record for this lot did not produce and findings relevant to this report.